Event description:
Additional information stated that the patient experienced choking which then became aspiration pneumonia and septic shock on (B)(6) 2024. The patient experienced shortness of breath and was intubated with endotracheal tube. The source of infection and cultures were not provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause of the patient¿s infection and sepsis could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The pump was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket) and sepsis, that may be associated with the use of the heartmate 3 lvas. The IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to sepsis. It was stated that the outcome was not device or therapy related, and the patient got chocking then became a septic shock.